Manufacturer narrative:
The t:slim user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple occlusion alarms occurred. Infusion set changes were performed and the occlusion alarms continued. The customer's blood glucose (bg) level was 388mg/dl and a correction bolus was delivered to address the bg level. Troubleshooting was performed and the customer did observe drips of insulin exiting the infusion tubing during the load fill tubing sequence. Additional troubleshooting was declined by the customer. A supply change was performed and the customer successfully delivered a correction bolus. Reportedly, the customer was using u-500 insulin in their cartridge. Tandem technical support informed the customer that u-500 is contraindicated for use with the pump. Multiple, follow up attempts were made to ensure the customer's bg level returned to normal; however, no response was received.